Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and explant date. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced uncomfortable stimulation and pain in their legs. As a result, patient underwent surgical intervention wherein the lead was explanted on unknown date.